Manufacturer narrative:
The involved device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There is no indication of a device malfunction from the available information. UDI #: (B)(4).

Event description:
A report was received on 14 jan 2020 from the home therapy nurse (htn) of a (B)(6) year old male with a medical history of end-stage renal disease and diabetes, stating the patient expired on (B)(6) 2020. Additional information was received 16-17 jan 2020 from the htn stating the patient became unresponsive and was not breathing approximately 30 minutes into a home hemodialysis treatment on (B)(6) 2020. Emergency services were contacted, resuscitative measures were performed and the patient was transported to hospital where they were intubated. A CT scan (no date provided) revealed no cerebral activity and the patient was removed from life support on (B)(6) 2020. Per the htn, the cause of death was given as cardiac arrest (nos).